Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the blade was dislodged approximately 0.11 out of the blade garage. No broken wrist cables and no conductor wire damage was found. There was no significant debris at the instrument tips. Failure analysis investigation also found that the snake wrist was dislodged at the distal end of the instrument. Functional testing could not be performed due to the snake wrist damage. It was concluded that the dislodged snake wrist damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's snake wrist found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the endowrist one vessel sealer instrument blade was not retracting. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.